Manufacturer narrative:
The issue was resolved by replacing the damaged part. The replaced part was not sent back to the manufacturer for further analysis.

Event description:
A medtronic representative reported that the instrument would not tighten completely. No patient was present during the time of the reported incident.